Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g98a scaler, the insert tip was heating up; no injury resulted.

Manufacturer narrative:
Could not replicate the complaint of handpiece getting warm. Water flow, pressure and temperature are all fine. Recommend checking inserts for clogging as this is most likely causing the issue. I did find that the handpiece cable is shorted causing no tip vibration. The steri mate is worn causing water to leak at the insert.